Manufacturer narrative:
(B)(4). The device was not returned to edwards for analysis as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. In this case, it was noted that the aorta was very friable and calcified, leading to multiple tears. Aortic tears are life threatening conditions that require urgent intervention. No further actions are possible with the available information.

Event description:
Edwards received information that during implantation of a 19 mm pericardial bioprosthesis, the aorta tore in multiple places. As reported, the valve was very tight for the annulus. Due to a very friable and very calcified aorta, tears were noticed in multiple places. These were repaired and the patient was transferred from the operating room and later discharged on pod #9.